Manufacturer narrative:
This event met MDR reporting criteria on 10/2/2017 when it was discovered during product analysis that the coil was stretched. The customer name could not be provided. Conclusion: a non-sterile orbit galaxy cmplx fill coil 2.5x5 (lot 17584235) was received coiled inside of a pouch. The hypotube was inspected and no damages were noted on it. The introducer was received partially zipped and it was found kinked. The support coil, the gripper and the embolic coil were found outside of the introducer. The introducer, gripper and the embolic coil were inspected under microscope; the introducer was found kinked, the gripper was found without damage while the embolic coil was found stretched. The functional test cannot be performed since the introducer was found kinked. A review of the manufacturing documentation associated with this lot 17584235 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The positioning difficulty could not be evaluated; however, the failure experienced by the customer appears to have been due to the stretched condition noted on the embolic coil. The stretched condition noted on the coil was apparently caused by applying excessive force on the devices but it could not be conclusively determined. The resheathing difficulty was confirmed. The cause of the event appears to have been due to the kinked condition noted on the introducer. The kinked condition noted on the introducer was apparently caused by applying excessive force on the devices, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Inspections are in place that prevents these kinds of failures leaving from the facility. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid artery aneurysm, two orbit galaxy coils (coil (640cf2505/ 17584235 and 640cf2505/ 17449389) was used after using several coils, but the coils did not fit the lesion and the sl-10 microcatheter kicked back and the coils could not be re-zipped to resheath. Lot 17584235 was found to be stretched during product analysis. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will be returned for investigation. No further information was available.